Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a lost sensor alarm. Customer also reported a low battery alarm occurring after a new battery was inserted. The customer stated the new battery lasted for one day on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer reported their blood glucose was erratic, declining to around 50 mg/dl during the night. The insulin pump will not be returned for analysis.